Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 100% to 5% within minutes. In addition a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.